Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (51 mg/dl) the customer ate glucose tablets and soda to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Pump logs did not record low bg levels on (B)(4) 2016, but low bg levels were recorded on (B)(4) 2016. A few hours prior to the recorded low bg levels on (B)(4) 2016, the user made a standard bolus request with a correction bolus request, which left the user with a large amount of insulin on board (iob). The continuous glucose monitor (cgm) annunciated an alert 7 (cgm bg trend falling) just before the bolus delivery was complete. It is possible that the user may have entered an incorrect carbohydrate amount or bg level when requesting a bolus a few hours before low bg level was recorded. Pump logs do not indicate that the insulin pump caused low bg levels. There is no evidence of a device malfunction or failure.